Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the endoscopic image of the subject device on the monitor had abnormal color tone (the image turned pink) when the distal end was touched by the user's hand. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc).sorc checked the subject device and found that the reported phenomenon was duplicated due to the damage of ccd unit. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the defect of image sensor unit or failure of internal board of video connector or the system caused the event. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.